Event description:
It was reported that the right atrial (ra) lead was dislodged during extraction. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. No anomalies were found. Blood was observed in/on the helix/lobe mechanism. Tissue was on the helix. All the conductors were distorted. The outer insulation was breached/cut, had a cosmetic depression and had a white substance on the surface. Deformation/fracture in 5cm proximal section of the inner coil. Apparent explant damage was noted.